Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi set bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during an unknown phase of their pd treatment. There was an unknown alarm that occurred prior to discovery of the fluid leak. The patient reported seeing fluid leak out from behind the cassette door when the cassette was removed from the cycler. Upon follow up, it was confirmed that the patient completed their treatment by performing a manual exchange. The patient verified being trained on performing manual pd therapy, as well as stat drains. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. There was no reported damage identified on the cassette. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was reportedly discarded and therefore was not available to be returned for evaluation. Additionally, the patient was unable to provide the lot number for the cassette in-use.